Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.50/1.0/067 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of 8.50/1.0/067 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6)2022. On (B)(6) 2022, the lens was removed due to excessive vault and the problem was resolved. Cause reported as unknown. Additional information: h3: product evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).